Event description:
(B)(4) MDR - after an implantation period of approx. 63 months, oversensing was reported. The lead was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Analysis showed signs of friction and wear in the insulation at about 23 cm, 24.5 cm and 25 cm distal to the is-1 connector pin. These instances of damage are highly likely the cause of the clinical complaint. The location and type of wear are characteristic of a massive mechanical load imposed on the lead by friction with the generator housing. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. The electrical analysis of the lead throughout showed no indication of lead breaks. The production process for this lead was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.